Event description:
On (B)(6) 2022, a female patient had a bilateral l3-l4, l4-l5 mild procedure performed using a streamline approach with epidurogram (level unknown). No procedural issues were noted and patient was discharged to home. Four days after the procedure, on (B)(6) 2022, the patient reported symptoms of a csf leak (fluid out of incision site and headaches). The patient received two unsuccessful blood patch attempts by the treating physician and was sent to the neuro-surgeon who performed a dural seal. Patient is reportedly doing fine after the dural seal procedure. The patient had symptoms of a csf leak 4 days after the initial mild procedure and nothing reported shows any medical device failure or malfunction or that the device caused/contributed to this event.